Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Last error reported by alarm log were found errors "1870 motor_power_slow_charge" and "1840 motor_timeout1." The batteries were placed and when it was turned on it was found that the pump had error code 1840 on the screen. The reported event was duplicated and was due to a damaged motor. The motor was replaced to resolve this issue.

Event description:
It was reported that the pump showed last error code 1870. According to the report the event did not occur during patient use, and no one was harmed as a result of this event.